Event description:
It was reported that pump displayed malfunction alarm malf 0 without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment under warranty, instructed customer to place malfunctioning pump in storage mode, re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and return affected pump using prepaid label, which customer understood and acknowledged.